Event description:
An aneurx stent graft system and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported there was disease progression resulting in stent graft migration and a proximal type 1 endoleak. Three aortic cuffs made by another manufacturer were implanted and extended to the sma. The cuffs covered the renal arteries; however, it was reported the patient was already on dialysis (not related to any of the stent graft implants.) No additional clinical sequelae were reported.